Event description:
A customer reported a potential discrepant case found on the digital diagnostics system. No delay in patient diagnosis occurred. Internal investigation is ongoing and results will be provided in a follow-up report.